Event description:
It was reported that there was a left total hip done due to aseptic loosening of the femoral component.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as #7, 12mm restoration ha. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.